Event description:
Oxygenator failed during procedure. Staff clamped patient out and cut in the new oxygenator and recirculated. Surgeon disconnected arterial line due to air in the line. Initiated bypass when patient was reconnected. Off for 3-3.5 minutes; cerebral sats dropped from 60's to 40's during that period but quickly returned to 60's once back on. Re-stabilized pao2 and paco2 with the new oxygenator; patient was rewarmed and weaned from cpb without incident.